Event description:
Nursing was inserting a peripheral IV. Upon placing the IV into patient and pushing button to retract needle, blood splattered from back end causing blood to splash on patient, and onto nursing staff.